Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. Upon system checkout the camera was replaced per request from the site. The system performed as intended. A software investigation analysis was initiated to determine the probable cause of the issue. Unable to determine probable cause without further information since the behavior cannot be replicated following passing work order. Analysis was inconclusive and probable cause was unable to be determined. Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the account took a spin and felt inaccurate immediately. Navigation with this system was aborted and at this time a different medtronic navigation system and new instruments were brought in. There was a 5 mm amount of inaccuracy. The issue extended the surgical time by less than 1 hour. There was no impact on patient outcome.